Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170) and a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer stated that they had no other issues with questionable results except for this one patient sample. This medwatch will cover the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The patient sample was initially tested on the e170 analyzer and the results were 10.6 pg/ml for ft3 and 4.7 ng/dl for ft4. The sample was repeated on the e411 analyzer and the results were 4.9 pg/ml for ft3 and 2.1 ng/dl for ft4. The customer checked the primary tube and no clot or fibrin was found in the tube. The primary sample tube was centrifuged and dispensed into a secondary tube for re-testing on the e170 and e411 analyzers. When repeated again on the e170 analyzer, the sample resulted as 11.1 pg/ml for ft3 and 4.8 ng/dl for ft4. When repeated again on the e411 analyzer, the sample resulted as 5.0 pg/ml for ft3 and 2.0 ng/dl for ft4. The patient was not adversely affected. Controls were repeated the same day on both analyzers, but there was no change in control results. The e170 analyzer serial number was (B)(4). Ft3 reagent lot number 179026 was in use on this analyzer. The e411 analyzer serial number was (B)(4). Ft3 reagent lot number 152267 was in use on this analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. A general reagent issue could not be detected. Controls were found to be within specifications. To the observed differences in values between the e170 analyzer and the e411 analyzer for the ft4 and ft3 assays, a biological component may be present in the sample that may differently interact with the assay components.